Event description:
It was reported that during a da vinci-assisted single-port (sp) uvulopalatopharyngoplasty (uppp) transoral robotic surgery (tors) procedure. The intuitive surgical, inc. (Isi) clinical sales associate called an isi technical support engineer (tse) to report that a recoverable fault repeatedly occurred on patient side manipulator (psm)4, and they could not recover it. The tse guided them to remove all the sterile adapters and hard power cycle, but the issue persisted. The procedure was completed by traditional transoral approach. No additional or unplanned incisions were necessary to complete the procedure. The patient was frustrated by the change, but it was confirmed that there was no injury to the patient. Additionally, no fragments had fallen into the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported issue and replaced patient side manipulator (psm)4. The system was tested and verified as ready for use. Isi has not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.